Event description:
It was reported that months following an anterior shoulder stablization, the patient had a severe reaction to the sutures. The physician noted a sterile pus collection around each glenoid suture and some erosion from this of the glenold bone. The sutures were removed and no antibiotics were required.